Manufacturer narrative:
Insulin pump was received with pump error 43/130 due to jammed motor gearbox.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received two different insulin pump errors. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer reported that they were unable to clear the alarms. Customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The device will be returned for analysis.